Event description:
It was reported that the device was removed due to infection. Additional information has been requested, a follow-up report will be sent if additional information becomes available.